Event description:
It was reported that a lead anomaly was noted. The lead was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.